Event description:
It was reported that, "patient is experiencing burning, pain, and using a lot of medication. Patient is using a walker. He believes his hip was part of the recall."

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. If additional information becomes available, it will be submitted in a supplemental report.